Manufacturer narrative:
Concomitant medical products truliant ps cem fem ps cem left sz 4.5 (cat# 02-020-11-0245 / serial# (B)(4)), truliant tib fit tray cem sz 4.5f/3.5t (cat# 02-022-45-4535 / serial# (B)(4)), advanced patella 35mm 3 peg implant (cat# 200-07-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a male patient is going to have a revision for failed implants and the original surgery was back in 2019. Patient revision consist of femur, cemented femoral stem and a poly liner. The indication for initial tka is to end-stage osteoarthritis. The revision is scheduled tentative in (B)(6) 2022 due to left knee femoral effusion between bone and implant. Patient¿s performs adl¿s independently but with pain and swelling. No additional information available.

Manufacturer narrative:
Concomitant medical products truliant ps cem fem ps cem left sz 4.5 (cat# 02-020-11-0245 / serial# (B)(4)), truliant tib fit tray cem sz 4.5f/3.5t (cat# 02-022-45-4535 / serial# (B)(4)), advanced patella 35mm 3 peg implant (cat# 200-07-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a male patient is going to have a revision for failed implants and the original surgery was back in 2019. Patient revision consist of femur, cemented femoral stem and a poly liner. The indication for initial tka is to end-stage osteoarthritis. The revision is scheduled tentative in (B)(6) 2022 due to left knee femoral effusion between bone and implant. Patient¿s performs adl¿s independently but with pain and swelling. No additional information available.

Manufacturer narrative:
After further review of additional information received. Section b5: additional information received indicates that the 60 y/o male patient complained of pain. Loose femur. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. The device is not available for evaluation due to chain of custody for hospital and patient. Section d10: concomitant medical products: truliant tib imp ps insert sz 4.5 12mm (cat#: 02-022-35-4512 / serial#: (B)(6). (H3) the revision reported was likely the result of failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device was not returned for evaluation. The most probable root cause associated with the reported event of "loosening-femoral¿ is associated with lack or loss of adherence between materials intended to be joined together by an adhesive. Section d1: brand name. Section d4: model number, catalog number, serial number, expiration date, unique identifier (UDI) #. Section d9: device available for evaluation. Section h4: device manufacture date.

Manufacturer narrative:
Section b5: additional information received indicates that patient's knee is showing signs of femoral effusion. Surgeon has revised for this and it was due to femoral loosening or ¿debonding¿ from the cement. Surgeon is waiting for implant approval and he is hopeful for a february surgery date. Additional information, including the product investigation, will be submitted within 30 days of receipt.